Event description:
Seat on shower chair fell off when resident sat down, for shower. Resident hit lumbar region of back on frame of shower chair. No bruising or redness noted on back. Shower chair disposed of will purchase new one.